Event description:
Customer reported system is displaying a charger error during boot up. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the battery charger. System operates as intended.